Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Ultimately, on (B)(6) 2026, during troubleshooting with tandem clinical support, the pump was replaced and reportedly the customer would revert to an alternate method of insulin therapy.